Event description:
Dealer claims user in chair and tilted back and bolts broke that hold bottom canes to side rails. User hit hip and head and went to ER for x-rays.

Event description:
Dealer claims user in chair and tilted back and bolts broke that hold bottom canes to side rails. User hit hip and head and went to ER for x-rays.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available. A follow-up report will then be submitted.

Manufacturer narrative:
Only the seat back and bolts were returned for evaluation. The broken bolts returned were within specification.